Event description:
It was reported the device was used on an open abdominal procedure. It was reported the pmw35 was used to close the incision and it was noted that some staples were only grabbing one side of the incision. The case was completed with the same device. There was no consequence to the pt.